Manufacturer narrative:
(B)(6). This report is for one (1) unknown ria tube assembly. Part#, lot# and UDI # is not available. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, a reamer irrigator aspirator (ria) tube assembly broke during a procedure. The device tore while reaming the bone. It appeared that the vacuum was not working and bone debris may have been caught in the tube. The bone debris seemed to not be aspirated as expecting causing the tube to shred and tear leaving fragments in the patient. All fragments were easily removed and x-rays were taken to ensure that no tube fragments remained in the patient. There was an approximate seven (7) minutes delay to remove the fragments and to retrieve an alternative ria tube assembly. Procedure was completed successfully with no further incident or harm to the patient. No additional information provided. Concomitant medical products: non-synthes waste management system vacuum (stryker neptune) (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown reamer, irrigator, aspirator (ria) tube assembly. This is report 1 of 1 for (B)(4).